Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio test was failed. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they ran the audio test again but there was no difference in audio. The customer was advised can be used the insulin pump with vibrate and audio feature and if the customer was not comfortable then discontinue use of the insulin pump. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6), 2019.